Manufacturer narrative:
The review of the device lot history records indicates this lot passed sterility testing prior to being released. Therefore, it was concluded the infection originated from source(s) other than the device. Corrections: b1 corrected from product problem to adverse event. B2 corrected to intervention required. H1 corrected from malfunction to serious injury. H6 product problem code corrected from "material erosion" to "adverse event without identified device or use problem". H6 patient problem code updated to include "unspecified infection."

Event description:
Additional review determined an infection also occurred.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, tubing eroding out of scrotum. No malfunction. Device removed and replaced with a malleable prosthesis. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.